Event description:
This is a report of peritonitis and pancreatitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was hospitalized for the events. Treatment was unknown. The patient was discharged from the hospital to home. The cause of peritonitis was unknown. The patient was retrained on how to properly perform pd therapy. The patient was recovering from this peritonitis event. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers, h12f21058 and h12j26076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned and the lot number is unknown; therefore, a device analysis could not be completed.

Manufacturer narrative:
(B)(4) this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. (B)(4).